Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the power pcb and determined that the cause of the reported issue was due to a shorted transistor on the eos which is causing the issue of no ac operation.

Event description:
A customer contacted stryker to report that their device had powered off and would no longer power on. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not power on with ac power only. The device would power on with batteries. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off and would no longer power on. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.